Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thrombosis ("after surgery due to blood clot risk"), contusion ("bruises/ barely any bruising but it kept coming/ bruising worse or spread more/ other side had very little bruising"), libido decreased ("I just have very little desire for sex"), mood swings ("mood swings"), headache ("headache"), abdominal pain ("stabbing pain in left side"), dizziness ("dizzy spells"), nausea ("nausea"), abdominal distension ("severe bloat"), visual impairment ("vision black out"), hot flush ("hot flashes"), pyrexia ("random fevers"), muscular weakness ("muscle weakness") and empty sella syndrome ("empty sella disorder"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, contusion and libido decreased outcome was unknown and the thrombosis had resolved. The reporter considered abdominal distension, abdominal pain, contusion, dizziness, empty sella syndrome, headache, hot flush, libido decreased, medical device removal, mood swings, muscular weakness, nausea, pyrexia, thrombosis and visual impairment to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: added new events mood swings, abdominal pain localized, headaches, dizzy spells, nausea, bloating, vision abnormal, hot flashes, fever, muscle weakness and emply sella syndrome. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal") and experienced thrombosis ("after surgery due to blood clot risk"), contusion ("bruises/ barely any bruising but it kept coming/ bruising worse or spread more/ other side had very little bruising"), libido decreased ("I just have very little desire for sex"), mood swings ("mood swings"), headache ("headache"), abdominal pain ("stabbing pain in left side"), dizziness ("dizzy spells"), nausea ("nausea"), abdominal distension ("severe bloat"), visual impairment ("vision black out"), hot flush ("hot flashes"), pyrexia ("random fevers"), muscular weakness ("muscle weakness"), empty sella syndrome ("empty sella disorder") and pain ("pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, contusion and libido decreased outcome was unknown and the thrombosis had resolved. The reporter considered abdominal distension, abdominal pain, cholecystectomy, contusion, dizziness, empty sella syndrome, headache, hot flush, libido decreased, medical device removal, mood swings, muscular weakness, nausea, pain, pyrexia, thrombosis and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event gallbladder removal was added. On 23-mar-2020: new pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and thrombosis ('after surgery due to blood clot risk') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thrombosis (seriousness criterion medically significant), contusion ("bruises/ barely any bruising but it kept coming/ bruising worse or spread more/ other side had very little bruising") and libido decreased ("I just have very little desire for sex"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, contusion and libido decreased outcome was unknown and the thrombosis had resolved. The reporter considered contusion, libido decreased, medical device removal and thrombosis to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new events I just have very little desire for sex was added. Reporters were added. On 23-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and thrombosis ('after surgery due to blood clot risk') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thrombosis (seriousness criterion medically significant) and contusion ("bruises/ barely any bruising but it kept coming/ bruising worse or spread more/ other side had very little bruising"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and contusion outcome was unknown and the thrombosis had resolved. The reporter considered contusion, medical device removal and thrombosis to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.